Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that 30 minutes post sensor implant, the patient coded to a hypotensive state. Reportedly, their blood pressure dropped and CPR was administered. The patient was intubated and is now stable. There is no allegation that the device contributed to the event.

Event description:
Follow-up revealed the patient later passed away. The cause and date of death are unknown.